Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at implant the right ventricular lead exhibited slightly high impedances and thresholds. During the last couple of months impedances and thresholds continued to rise. The lead was explanted and replaced. The patient's condition before, during and post procedure was stable and continues to do very well.